Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a resolute onyx drug eluting stent device became damaged (stent strut was bent) in a calcified circumflex artery; positioning difficulties were experienced. There was no patient injury reported.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the returned procedural images capture the treatment of a calcified and tortuous rca. The reported treated lesion was the circumflex artery. The study date on the images do not match the reported event date. It appears likely that the images provided are not related to the complaint procedure. The returned images capture a previously implanted stent in the proximal rca. A stent is delivered through the previously implanted stent and implanted in the target lesion. Post dilation is then performed with improved flow visible post implantation. The reported positioning difficulties and damaged stent were not captured in the images provided. If information is provided in the future, a supplemental report will be issued.